Event description:
Approx 3 months ago, the pt was diagnosed with a granuloma. The pt had a catheter revision and "now everything is fine". The medication being delivered via the device system was no reported. Add'l info has been requested, a follow up report will be sent it add'l info becomes available.

Manufacturer narrative:
Catheter.